Manufacturer narrative:
Event occurred on an unspecified date of 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had a loose connection with the titanium adapter. This occurred during an unspecified step of peritoneal dialysis therapy. The transfer set was replaced. The titanium adapter continued to be in use. There was no patient injury or medical intervention associated with this event. No additional information is available.